Manufacturer narrative:
MDR initial report. Product remains implanted. Concomitant medical products: item #010000938, lot #3123575, g7 hi-wall e1 liner 36mm h; item #010000669, lot #3350575, g7 pps ltd acet shell 64h; item #010000999, lot #3365486, g7 screw 6.5mm x 30mm; item #010000999, lot #3369626, g7 screw 6.5mm x 30mm; item #103207, lot #220990, taperloc por fmrl 13.5x147; item #650-1068, lot # 3123575, cer option type 1 tpr sleve +6. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in medical notes received that patient experienced dislocation approximately 5 months post-implantation. It is unknown if medical intervention took place.

Event description:
It was reported, that: the patient experienced dislocation approximately 5 months post-implantation¿patient involvement- joint dislocation in medical notes received.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. A compatibility check confirms there are no issues. A review of complaint history identified 2 additional similar complaints about the reported item and no additional complaints about the written 1 other with the same item and lot combination. X-rays were not provided. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided, the product has not been returned for evaluation, and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. A supplemental report will be tendered accordingly if any additional information is discovered or received that may adjust any conclusions or data. Zimmer biomet will continue to monitor for trends.